Event description:
It was reported the past couple of weeks the customer has been having issues with air bubbles in the reservoir. Blood glucose was 244 mg/dl. The size of the air bubbles were approximately two lines of the reservoir. The device was not rewound with the reservoir in place. Fixed prime was performed until the air bubbles were purged. Customer was not currently experiencing any leaks so unable to perform some of the troubleshooting steps. Air bubbles did not persist after a set change. Customer's mother was advised to monitor the device and call back if issues persisted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.